Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo sample of powerpicc sv catheter was provided for evaluation. The photo shows winged hub attached to a statlock securement device that is attached to a patient. A bead of fluid is visible at the interface between the catheter and hub. Damaged to the catheter or hub could not be clearly observed from the image provided. The presence of a bead of fluid at the catheter interface suggest that a leak may be present; however, the lack of a returned sample did not allow for an inspection of the damage to determine the root cause. Based on the information provided, possible contributing factors include material fatigue, damage during handling, and sharp instrument damage. H3 other text: evaluation findings are in section h11.

Event description:
They report fluid leakage from one of the lumens of the catheter power PICC 4fr lumen of the catheter with fissure and leakage of medication. Additional information received on 28/oct/2022: has there been any harm to the patient/health professional? (Detail) in the follow-ups carried out in the institution, no direct harm to the patient was evidenced. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) no. Has there been exposure to blood or chemotherapy to the mucous membranes or skin of the health professional? If so, report the measures taken. (Detail) no. Information.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported fluid leakage from one of the lumens of the catheter power PICC 4fr lumen of the catheter with fissure and leakage of medication.